Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse delivered a replacement blue fiber cable to the customer to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue is attributed to the faulty blue fiber cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robot was not connecting to the tower properly due to a blue fiber cable issue. The customer reseated the blue fiber cable and rebooted the system but the issue remained. The technical service engineer (tse) advised the customer to hard power cycle the system and clean the cables. The customer then noted that they had disconnected the blue fiber cable from one of their two consoles and replaced the faulty one to continue the case. The procedure was completed with no reported injury.